Event description:
The reporter stated that the device with an expiration date of aug 2008 was implanted, in error, during a surgical procedure in 2008. Integra called the user facility. The reporter stated that the pt had a procedure for repair of a hand injury involving nerve, tendon and artery lacerations. The circulating nurse opened the package containing the device. She reported that she did not notice that the product's expiration date had been exceeded. The device was implanted in error. There is no apparent adverse pt outcome related to the event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.